Event description:
It was reported by the patient¿s legal guardian that the patient¿s blood glucose level increased to approximately 22.6 mmol/l (~407 mg/dl) after approximately 5-24 hours of pod wear on the back. It was further reported that insulin was observed to leak during wear. Upon pod removal, the cannula was found bent in half. The patient successfully resumed treatment without medical intervention reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.locked down smartphone: lockdownomnipod software app version: 3.1.6operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: l2+please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.